Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was able to collect sufficient sample in d mode. However, the product evaluation was able to confirm that insufficient sample did result when the device was fired in a mode, and the root cause of the failure could not be determined. A search of the complaint database was performed and thirteen similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.